Event description:
The account alleged when the pt positioning monitor (ppm) alarms, he can hear clicking, but no audible alarm.

Manufacturer narrative:
The account found the piezo was out on the scale ppm board. The account replaced the scale ppm board and calibrated to repair the bed.